Event description:
Hamilton co was informed in april 2003 of an event that occurred in 2003, in which the hamilton microlab at +2 instrument reportedly raised tube lifter b6 when tube lifter c6 was supposed to be lifted and did not generate an error message. No death or injury resulted from this event.